Event description:
It was reported that during a prostate procedure, the first side-firing fiber was noted to have commenced forward firing and fiber tip damage was noted after 5 minutes of use. The second side-firing fiber was noted to have commenced forward firing. How the procedure was completed is unk. There was no report of pt injury. This report is for the first fiber.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. (B)(4).